Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2024. H6: investigation summary: our quality engineer inspected the 17 used submitted for evaluation. Of the samples returned, 2 were a different product from the reported material number. These 2 samples are not produced at the investigating bd manufacturing facility. The samples returned were within plastic bags. The reported issues of flow rate slow / occluded and catheter kink / bent were confirmed upon inspection of the samples. Analysis of the samples showed that 7 of the samples had kinks in the catheter at different positions of the nose, 4 had kinks in different areas of the catheter tip and 2 samples were bent. The kinks observed would result in the reported flow rate slow / occluded failure mode. Bd could not determine a root cause for the failure modes since the samples were returned not within their original manufacturing packaging and were used. Production records were reviewed, and these batches meet our manufacturing specification requirements.

Event description:
It was reported that 47 bd¿ arterial cannula with flowswitch experienced catheter kinking during infusion. The following information was provided by the initial reporter: we are experiencing problems. The problem is that the catheter has kinks after insertion, which prevents correct pressure measurement.

Event description:
It was reported that 47 bd¿ arterial cannula with flowswitch experienced catheter kinking during infusion. The following information was provided by the initial reporter: we are experiencing problems. The problem is that the catheter has kinks after insertion, which prevents correct pressure measurement.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2276429. D4. Medical device expiration date: 30-sep-2027. H4. Device manufacture date: 25-oct-2022. D4. Medical device lot #: 2220743. D4. Medical device expiration date: 31-jul-2027. H4. Device manufacture date: 17-aug-2022. D4. Medical device lot #: 2112054. D4. Medical device expiration date: 30-apr-2027. H4. Device manufacture date: 20-may-2022. D4. Medical device lot #: 1294060. D4. Medical device expiration date: 31-oct-2026. H4. Device manufacture date: 21-nov-2021. D4. Medical device lot #: 2174325. D4. Medical device expiration date: 31-may-2027. H4. Device manufacture date: 29-jun-2022.